Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant right atrial (ra) lead thresholds rose. It was also reported that high thresholds were observed on the ra lead. The lead was reprogrammed prior to being explanted and replaced. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery drain due to the high atrial thresholds. The crt-d remains in use. No patient complications have been reported as a result of this event.